Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a electrode and lead placement (deep brain stimulation stage 1) procedure. An inaccuracy occurred for a "framed" procedure. The images were merged without issue. The plan was created and the coordinates were double checked. Upon making the burr hole, the site was 4 mm off anterior/medial. The procedure was completed by creating another burr hole, which was accurate. The issue resulted in a procedure delay of 20 minutes. Technical services (ts) requested review of the exams to determine if the cause of the issue. Navigation and imaging were not aborted. There was no impact on patient outcome. No complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the reported issue was suspected that anatomy had shifted, resulting in the lead deviating in the brain.

Manufacturer narrative:
A software analysis was initiated. However, through log analysis, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.